Event description:
It was reported that the pulse generator exhibited a loss of capture and a high battery current drain of 82 ua. The device was programmed to a base rate of 60 ppm with an output of 3 v on each channel. The ventricular output was increased to 7.5 v at 1.5 ms and the current drain dropped to 66 ua.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.